Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was identified the patient was not revised. Concomitant medical products: 00434903909, humeral spacer, lot#: 61909061. 00434901013, humeral stem, lot#: 61838660. 00434903600, humeral liner, lot#: 61817706. 00434903611, glenosphere, lot#: 61895640. 00434903811, baseplate, lot#: 11004624. Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2019 - 01148, 0001822565 - 2019 - 01150, 0001822565 - 2019 - 01151, 0001822565 - 2019 - 01152, 0001822565 - 2019 - 01154. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information available at this time.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient had various degrees of pain, decreased rom, and decrease in adls continue at the fourth, fifth, sixth and seventh follow-up visits. No further information has been made available at the time of this reporting.